Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected, pressure tested and subsequently submerged in a water bath to test for leaks. Results: visual inspection revealed a 3mm x 4mm hole on the evaqua expiratory limb. The pressure test identified that the returned circuit was leaking and was out of specification. The water bath test found the source of the leak to be the hole on the expiratory limb. A lot check could not be carried out as the lot information was not provided. Conclusion: the damage observed on the returned evaqua expiratory limb indicates that it was punctured by a blunt object. All rt236 breathing circuits are pressure tested for leak prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions that accompany the rt236 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that an rt236 infant breathing circuit failed the ventilator leak test. This was found prior to patient use.